Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states; "the bd maxguard extension set with two needleless y-sites (mx9059) leaks at the ports. This has happened with multiple sets on different patients". An incomplete date of event of xx-nov-2019 was provided. Although requested, there has been no further patient or event information made available to date.

Manufacturer narrative:
The customer's report of an extension tubing leaking at the injection ports was not confirmed. The set was inspected for kinks, holes/tears in the tubing or damages to the components. No issue was observed. Visual inspection, functional testing, and pressure testing of the received set sample observed no issues. The root cause of the reported extension tubing leaking at the injection ports was unable to be identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "the bd maxguard extension set with two needleless y-sites (mx9059) leaks at the ports this has happened with multiple sets on different patients." An incomplete date of event of (B)(6) 2019 was provided.